Manufacturer narrative:
The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The cadiere forceps instrument was analyzed and removed to perform inspection on the back-end components. A visual inspection found that the roll input disk was broken. The broken input disk is causing the instrument to move imprecisely when driven on the system. The instrument was installed on an in-house system and driven and exhibited imprecise motion in the roll direction. The grip tips moved in the direction commanded, however a lag or delay in the motion was observed. The imprecise motion was caused by the broken roll input disk. The complaint was confirmed by failure analysis. The probable root cause is attributed to use and reprocessing conditions.

Event description:
It was reported that during a da vinci-assisted nipple sparing mastectomy surgical procedure, the cadiere forceps instrument was not moving as expected. There were no delays or interruptions with the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer. The issue occurred while the surgeon was attempting to manipulate instruments from the surgeon console. The movements of the surgeon did not scale appropriately to the instrument. The distance was more and opposite left/right. Twisting clockwise and counter were correct. The timing of instrument movement was appropriate. There was no instrument-to-instrument or system arm-to-arm interference. The customer pulled back all instruments and camera to the snow globe and just tried using the cadiere in port 2. The issue was not resolved. The instrument was removed, and the port was not used after that. There was no injury to the patient.